Event description:
It was reported that during a lap cholecystectomy procedure the first 6 or 7 clips were fine. On the eighth clip a cracking noise was heard and the clip did not form correctly, the device jammed and the jaws looked misaligned.

Manufacturer narrative:
Tracking # 454551-0. Date sent: 06/12/2006. A1, 2, 3, 4; b6, 7; d11: information was not provided by the initial contact. D4; h4, 6: information anticipated, but unavailable at this time.